Event description:
A 32 mm diameter x 20 mm diameter x 170 mm length talent bifurcated stent graft was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the deployment of the stent graft was initiated by turning the handle; however, graft cover was not being retracted and that the stent springs were not being released. Upon realization of this, delivery system was returned to initial position, and the procedure of deployment was repeated unsuccessfully. Deployment was attempted using the quick deployment technique and that did not deploy the stent graft as well. Finally, the physician removed the delivery system from the patient. When the delivery system was inspected outside the patient, the free flow springs was found to have partially caught on the graft cover. Another talent device was used to successfully complete the case. No additional clinical sequelae were reported and the patient is fine. Please note that this model number af3220c170axh is not distributed in the united states.

Manufacturer narrative:
Evaluation result and conclusions: lack of information (unknown cause of deployment difficulty, device was not returned for evaluation).